Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The vessel was dilated prior and a 14fr sheath was in. Reportedly, "closure failed/ broke" occurred with a prostyle device. Hemostasis was achieved with a new perclose device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Patient is doing fine and has been discharged. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The break could not be confirmed as all the components were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible there was a posterior cuff miss reported as a break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.